Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-23845.

Event description:
The customer reported via telephone call that the insulin pump alarmed no delivery and that he changed the infusion set three times. The blood glucose reading was 409 mg/dl. Insulin did not exit with a manual prime and the insulin pump alarmed for no delivery. He was advised to remove the reservoir and run a manual prime and the insulin pump alarmed no reservoir. Insulin did exit with a plunger push, but with greater resistance than usual. The customer was advised that the alarm was caused by an occlusion. The reservoir was not returned for analysis.